Event description:
The user has developed an infection at the site and some of the electrode is extruded through the skin. This report refers to 9710014-2026-00219. For further information please refer to this report.